Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a service history review revealed no previous service events were related to the reported condition.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump that experienced failure code 810:15. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that during the manufacturing of this device, the membrane switch was dented. This was subsequently changed. Evaluation summary: the reported condition of a colleague infusion pump with a "failure code of 810:15 fc air in line saturated of 1.0ml for 5 seconds" was confirmed in the event history log by baxter personnel during product evaluation. The problem was not reproduced by service and the determined cause was not identified. The pump head module was determined to be the faulty component per the service manual troubleshooting guide. The pump head module was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.